Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the lead had a low r wave measurement and high threshold. The lead was placed in different positions and the connection cable was replaced with no resolution. The lead was replaced with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned for evaluation. Visual inspection revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded that the reported sensing issue could not be conclusively determined.